Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities. Functionally, a clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the machine. A reload was attached to the device and was able to clamp and articulate without any issues. During the investigation a secondary condition of fpga reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible. This condition results in the error message observed by the end user. The most likely cause was traced to device design. A process improvement has been initiated to address this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, a power handle error was displayed on the display of the reported product. There was no patient involvement.